Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that during routine follow up this pacemaker and right ventricular (rv) lead displayed a lead safety switch (lss). The pacing impedance value was noted to be greater than 2500 ohms. Noise that was oversensed lead to stored ventricular tachycardia (vt) episodes. Isometrics were not able to recreate the noise. Pocket stimulation was also reported. The patient underwent a revision procedure where the device was explanted and the lead was surgically abandoned. There were no adverse patient effects reported. The device was returned for analysis.